Event description:
Rptr complained of swelling of fingers and hands, poor circulation in hands and feet with color changes and intolerance to cold, malaise, fatigue, dry mouth or dry eyes, difficulty swallowing, regurgitation of food, heartburn, painful joints and morning stiffness, muscle weakness, blood in stool, difficulty breathing, cough with sputum, abnormal heart rhythms, heart failure, scaly red rash - skin rashes from sun, numbness in arms and legs, bruising or bleeding easily, floaters in eyes, balance problems, tremors, muscle fatigue and cold sores.